Event description:
Vick vapopads gave me laryngitis and I have lost my voice. I bought both the lavender & rosemary scent and the menthol. The menthol does not cause any problems. I have tried using the lavender and rosemary scent before and noticed rather quick that is was causing my throat to hurt. When this happened I would change to the menthol pad or just not use a pad at all. I should have thrown the box away because I forgot the scent hurt my throat, so last night I put the lavender & rosemary scent in and fell right asleep. I woke up hours later with an extremely sore throat and painful dry cough. Now, at the end of the day, I have terrible chest pain and coughing and I have lost my voice.